Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were some instruments that were damaged and need to be replaced. No patient was present at the time of the event.

Manufacturer narrative:
The returned instrument UDI, 510k # and manufacturer date were updated to the returned instrument. The open spine clamp was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned clamp was bent to the side at the clamp face. There was also debris in the threads of the adjustment screw and tool marks around the head of the screw. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were some instruments that were damaged and need to be replaced. No patient was present at the time of the event.